Event description:
The patient reportedly experienced a decrease in performance. The center made the decision to explant patient's device. The patient's ci device was explanted. The patient was re-implanted with another advanced bionics cochlear implant.